Manufacturer narrative:
One ref 3222 tip was returned, decontaminated and investigated. The returned tip was disassembled and all of the components, except for the jaw with the broken hinge, were inspected and were found to be within spec. It was observed that the teeth of the jaw were bent wit alignment to the center of the hole, which may result in relieving stress after the hinge was broken. Also, tool marks were found on the front hub under >10x magnification. The cause for the tool marks could not be determined. The complaint was replicated by holding a rigid rod at the proximal end of a tip (ref 3222 with an unk lot number) that was threaded onto a test handpiece and force applied. No add'l complaints have been received for the lot number listed. There is no remaining product with this lot number in house to examine.

Event description:
During surgery, the tip came apart at the hinge. No pt injury. No add'l pt info was provided.